Event description:
Customer reports receiving erratic readings on their blood glucose meter. The readings were 47 mg/dl, 264 mg/dl and 316 mg/dl. All were performed on the finger within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for investigation.